Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose (bg) of "high" a specific value was not given. Customer administered a correction bolus via pump to address bg level suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event.